Event description:
The physician reported encountering significant problems with the movement of the angioplasty products through the guide. During the procedure three balloons, a burr and eventually a stent were used. Substantially more contrast dye was needed because of the length of the case and the pt rec'd substantially more fluoroscopy time and cineangiographic time. The physician reported that this was a serious risk to both the success of the procedure and the health of the pt. The case was completed uneventfully.